Manufacturer narrative:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. Upon investigation, the response buttons were non-functional. As received, there was liquid contamination on the j1005 connector on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
During investigation of a monitor for an unrelated issue, a reportable malfunction was found. The resonse buttons were non-functional.